Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "error 810:11." This condition had the potential to interrupt delivery. This condition was found in the biomed department during biomed repair. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was confirmed and reproduced during product evaluation. The root cause was determined to be the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. This issue is being investigated through CAPA.